Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record was reviewed and there were no issues related to a functional test of the product or its components during the manufacture of the material.

Event description:
The customer alleges that the diameter of the cannula was smaller than previously received. The end connector of the cannula was difficult to connect. The device was not misting as intended. No patient injury reported.